Event description:
As reported by the user facility: good morning ! I would like to report an incident where we found a defected blood line. Report: right at the initiating of hd tx staff noticed that micro air bubbles on the top of dialyzer header and in venous chamber, upon inspection clinical practitioner found a few drops of blood at the blood pump roller track. Treatment was terminated. Upon inspection of the blood line, we found tiny pinched/cut like damage right above the arterial pod of the bloodline. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided; however, one (1) photograph depicting a section of tubing from the sample was submitted for evaluation. A visual evaluation of the photograph was performed, and signs of kink tubing was not observed. Based on the visual evaluation of the photograph, the reported kinked tubing defect was not confirmed. Additionally, during visual examination of the photograph a cut in the tubing was observed. Therefore, the reported defect of cut tubing was confirmed. During the assembly/packaging process, no sharp objects that could generate a cut in the material is present. Additionally, a 100% leak test is carried out on the material during the manufacturing process. A test was carried out to verify the detection of leak in the leak tester and results show that the machine rejects the set if there is a cut or leak in the pump segments or any other component. While the defect of a tubing cut was confirmed, the cause was unknown due to the issue not being able to be reproduced. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.